Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to detach a ruby coil in the aneurysm and removed the coil from the patient. The procedure was successfully completed using a new ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent approximately 36.0, 46.0, and 56.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and kinked throughout its length. After functional testing, dried blood was observed in the distal detachment tip (ddt) of the pusher assembly and on the proximal end of the ruby coil. Conclusion: evaluation of the returned device revealed it was nonfunctional. Extreme friction was encountered upon manually retracting the pull wire from the pusher assembly hypotube. Further evaluation revealed the pusher assembly was bent and there was dried blood on the ddt and proximal end of the embolization coil. The bent pusher assembly and dried blood may have contributed to the friction experienced during retraction of the pull wire, as well as the inability to detach the embolization coil. The damage found on the pusher assembly and embolization coil typically occurs due to repeated forceful advancement and retraction of the ruby coil during use. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.